Manufacturer narrative:
Maintenance service attended clients home following request for a repair. Chair was found to have a broken side frame. The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. This alleged incident occurred in the (B)(6).

Event description:
Maintenance service attended clients home following request for a repair. Chair was found to have a broken side frame. The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. This alleged incident occurred in the (B)(6).